Event description:
A facility crew arrived on scene of a person, described as 'dead on scene'. The device was connected to the pt. Reportedly, when the device was power on, a continuous connect electrodes prompt was observed. The pt was not resuscitated, but the reporter indicated pt outcome was not affected, due to lack of pt viability.